Manufacturer narrative:
Unable to determine the cause of the customer's reported complaint because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified. Patient age and dob requested but not provided.

Event description:
It was reported that the tubing set leaked during a power injection of contrast at 4ml/sec for a CT of the chest to evaluate the ed patient for a pulmonary embolism. The customer stated that there was no patient harm caused by the event.